Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator display is blank. No patient involvement.

Manufacturer narrative:
The service engineer (se) inspected the device and found an error code for a power supply issue the 24 v failed. The customer was sent a power supply, printed circuit board assembly, oxygen flow sensor and a air exhalation flow sensor to address the issue.